Manufacturer narrative:
The pipeline, marksman, and pushwire were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found released from the capture coil and fully opened; however, the braid and capture coil were found damaged which may have contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of small unruptured saccular aneurysm measuring 4mm located in the p-comm (posterior communicating) artery. The location of the aneurysm was stated to be off-label. The patient's anatomy was tortuous. The patient was given heparin and plavix. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4mm x 12mm) could not be released from the capture coil and it was removed from the patient. Another device was used to complete the procedure. No patient injury was reported as a result of the procedure.